Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.